Manufacturer narrative:
The reported hemolysis and recent stroke was reported under MFR report number 2916596-2017-01537. (B)(4). Approximate age of device - 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was previously hospitalized due to hemolysis and new embolic stroke. The patient was readmitted to the hospital (B)(6) 2017 for observation due to a new subarachnoid hemorrhage, sub-therapeutic inr of 1.1 and slight elevation of lactate dehydrogenase (ldh). Neurologist was consulted and felt that the patient was at risk for re-bleed at that time, aspirin and coumadin were held and integrilin drip was not started. From (B)(6) 2017, ldh rose from 483 u/l to 605 u/l. The patient was on argatroban and the neurologist approved for coumadin to be restarted on (B)(6) 2017. No additional information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke, bleeding, and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.